Event description:
Customer first reported to physio-control, "when the staff were attempting to use the defibrillator during a cardiac arrest, it failed to work. According to the arrest team, it was saying 'attach electrodes' which were already attached and sensing movement when there was none. Another defibrillator was used (from a nearby ward)." The hospital medical equipment unit performed an evaluation of the device and observed a "connect electrodes" alarm when the device was connected to a defibrillator analyzer. A lifepak 1000 defibrillator will not charge or deliver energy until the "connect electrodes" alarm is cleared. The device was sent to physio-control for evaluation.

Manufacturer narrative:
Physio - control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.